Event description:
It was reported that wire movement occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.25mm rotapro was selected for use. During procedure, it was noted that the wire moved while moving advancer knob. The device was removed and the procedure was completed via another method. There were no patient complications.